Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: review of the DHR found a nonconformance related to the product. However, the nonconformance was identified as a cosmetic issue, and product integrity and functionality met the final acceptance criteria. The DHR anomaly is not related to the alleged device complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had experienced intermittent pain at the ipg implant site for a couple of weeks; there was no injury to the area. The patient had experienced an acute sensation of pain recently, and had turned the stimulation off, which had lessened the pain somewhat. The sjm representative met with the patient for reprogramming, and the stimulation was comfortable and effective. It was reported the patient had some swelling on her back around to her stomach. She was to follow up with the physician regarding the issue.